Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use during drain 1 of 4 . The baxter technical representative (tsr) explained the alarm. The tsr asked the home patient (hp) if the hp had disconnected from the hc for any reason. The care giver(cg) stated "yes." The tsr asked if the hp had closed the clamps before the hp disconnected. The cg stated "no." The tsr explained that any time the hp had to disconnect, he needs to close all clamps. Otherwise, the hp will get air in the supplies and in himself. The cg understood. The tsr assisted the cg to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.this issue is being investigated through CAPA.